Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that when reservoir runs low, that insulin pump freezes and he receives no delivery. Customer's blood glucose was 240 mg/dl, which was treated with bolus of 3.0 units of insulin. Customer states tht this is a reoccurring issue, and nothing has been done to rectify issue. Customer declined troubleshooting for high blood glucose as customer states troubleshoot had been done before. Customer was advised that troubleshooting was necessary in order to find and correct the issue. Customer states he believes issue was with reservoir and infusion set and would like to return for analysis. No further info provided.